Manufacturer narrative:
Inexperienced surgeon (first few patients). Original port placement unknown.

Event description:
Patient had multiple port erosions in the perineum. Doctor attempted to salvage in the or at least twice by moving the ports and re-closing the incisions. The patient has now been explanted.